Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7 cm distal to the is-1 connector pin (into two segments). All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. Further analysis reveals a squeezed and deformed lead body 13.5 cm distal to the is-1 connector pin at the distal lead segment. This damage probably resulted from a tight suture sleeve. Additionally, cuts into the insulation 18 cm distal to the is-1 connector pin at the distal lead segment were found, which most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to a break causing loss of capture and rise in threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.